Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported low battery life and frequent error alarms. Troubleshooting was performed, and the insulin pump passed the prime test. The customer also stated that she was treated by her healthcare professional due to a high blood glucose reading of 248 mg/dl. The customer stated that her blood glucose levels were high due to an infection. Advised the customer that the insulin pump would be replaced. Nothing further was reported.